Manufacturer narrative:
The returned device was evaluated and performed as designed. Investigation results found no defects or deficiencies that would result in the cannula failing to insert correctly and/or the pump failing to deliver. Release records were reviewed and the product met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 288 mg/dl after wearing the pod between 4 and 24 hours. The pod was deactivated and she noticed that the cannula was bent. (B)(6).